Event description:
Customer reported blood glucose result comparisons of 597 mg/dl and 226 mg/dl, 402 mg/dl and "151-221" mg/dl, 490 mg/dl and "151-221" mg/dl, 460 mg/dl and "151-221" mg/dl. Each comparison was performed within 10 minutes on the advantage system. Customer reported symptoms for which she self-treated, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.